Event description:
It was reported that the needle guard was damaged and syringe was broken with a bd ultrasafe plus x100l png clear. The following information was provided by the initial reporter: the patient had reported that they found the syringe broken. Complaint sample was returned to amgen and it showed a broken syringe flange in a sealed blister. Further analysis of the sample (primary packaging evaluation) revealed damages in the ang + - dents and scratches.

Manufacturer narrative:
H.6. Investigation summary: samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Safety devices are produced on automatic assembly machine that contains checking stations assembled safety devices. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle guard was damaged and syringe was broken with a bd ultrasafe plus x100l png clear. The following information was provided by the initial reporter: the patient had reported that they found the syringe broken. Complaint sample was returned to amgen and it showed a broken syringe flange in a sealed blister. Further analysis of the sample (primary packaging evaluation) revealed damages in the ang + - dents and scratches.